Manufacturer narrative:
Qn#: (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2019. Evaluation of the returned instrument shows that the open tip gap is undersized to print specifications of .280" +/- 025" at .184" and the tube assembly has been rotated 180 from its proper alignment with the knob assembly. Further evaluation shows that this instrument was returned with a non-teleflex flush luer port cap and the luer flush port was loose in the knob assembly. We are able to validate this complaint since the open tip gap as returned was undersized and we were unable to load a clip. After initial evaluation the loose flush port was removed , and the tube assembly rotated 180 and the flush port was reinstalled. The open jaw gap was measured to teleflex print specifications at .260" and this instrument was function tested as it was when produced using silastic test tubing. This instrument is now able to properly pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to determine what caused the open jaw gap to be undersized and for the luer flush port to be loose but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier did not open/close properly before use.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier did not open/close properly before use.